Event description:
The straight long saber attachment was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device shed solid debris that did not appear to be metal when the bur was removed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The straight long saber attachment was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device shed solid debris that did not appear to be metal when the bur was removed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The comment of debris coming out of the attachment was duplicated and confirmed during service evaluation. Debris was found to be affecting the nose tube bearings. Based on the risk documents and IFU debris can be caused by cleaning practices. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.